Event description:
The customer reported via phone call that the insulin pump had cosmetic damage and a keypad anomaly. The customer did not state there were any significant events that lead to the alarm, but did state the cosmetic damage happened over two years ago. The customer mentioned that no serious injury was reported, and she had a spare pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.